Event description:
It was reported that pump experienced malfunction alarm with code malf 5 and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support guided caller through resetting pump, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction happened again, which caller acknowledged and understood.